Manufacturer narrative:
No device malfunction. Treatment parameters were in line with the typical range. Dysmetria is a known side effect listed in the information for prescribers. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
The patient underwent focused ultrasound treatment to on the left side to treat essential tremor on the right side. 24 hours after the treatment, the patient experienced mild dysmetria.

Event description:
The patient underwent focused ultrasound treatment to treat essential tremor. 24 hours after the treatment, the patient experienced mild dysmetria.

Manufacturer narrative:
Dysmetria is a known side effect listed in the information for prescribers. The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.